Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Since the lot number was unknown, a batch review could not be performed.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. The patient was not hospitalized for the event. On (B)(6) 2012, the patient began remedial treatment with reflin (dose not reported, ip for 14 days), vancomycin (2gm every five days) and amikacin (250mg ip daily). At the time of this report, the outcome of the peritonitis was resolved and pd therapy was ongoing. The nurse stated the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.